Event description:
Upon getting ready to release blood to hang the autotransfusion, the nurse noticed blood spilling out of the tube. Staff was unable to transfuse due to the damaged tubing. The manufacturer representative was contacted, who came to the conclusion that the tubing connection (which is glued) came loose. It was determined to discard this device due to the inability to sterilize and properly evaluate it (contaminated with blood product).